Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of explant is unknown. During processing of this complaint, attempts were made to obtain event information. Further information was requested but not received.

Event description:
It was reported the patient was experiencing ineffective therapy. Reprogramming was unable to resolve the issue. During an unrelated ipg replacement procedure on (B)(6) 2020, it was noted that the patient's lead was no longer implanted. Effective therapy was established post-operatively. No further information is available on why it is no longer implanted.